Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was visually inspected: no defects were noted. The catheter was leak tested, no leaks were noted. Review of the history device records was not possible as the lot number given could not be found in our system. No root cause could be determined for the problem reported by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
There was a leak found 2 days after the catheter was implanted. The leakage was found near the sutured wound. The patient's condition is stable, so the surgeon request to take the catheter and check where the leakage is. (B)(4) 2015: were there any adverse consequences to the patient? None reported. What actions were taken as a result of this incident? The surgeon assumed there was a leakage of the catheter so he explanted the catheter when the patient¿s condition became stable. Was the device revised? Please provide the original implant and explant date if known. No. Specific date was not reported but the explant date was two days after implanted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.